Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The following sections were corrected: d4, h4. The product was evaluated through manufacturing review; however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. The instructions for use state, "do not use this product for other than labelled indications. There is a lack of evidence to support the safety and effectiveness of such off-label use and there is no regulatory clearance." As incompatible devices were implanted together, the root cause is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision two (2) days post-operatively after it was identified that incompatible tibial and femoral components were used together. During the revision, the tibial components were revised and replaced with components compatible with the femoral component. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard psrp tibial bearing 10mm x 62.5mm catalog #: 110016717 lot #: 7815776, vanguard rp fin cemented tibial baseplate size 67mm. G2 - report source - foreign: event occurred in japan. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.